Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Leaflet not coapting typically would result in regurgitation. Regurgitation of bioprosthetic valves may be, depending on the severity, indication for re-operation and replacement of the valve, which increases the risk for post-operative mortality. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via patient registry that a 25mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 4 months due to leaflet prolapse, severe stenosis and severe regurgitation. A 26mm transcatheter valve was implanted. Patient was discharged home in good condition on pod #1. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.